Event description:
Consumer was using the heating pad on her back when she noticed it was getting too hot. When she turned to examine the pad, it had melted causing 2 holes in the pillow case and a "minor" burn to back. No medical attention was required.

Manufacturer narrative:
Bunching is abuse of the product and a violation of the instructions and warnings provided. This incident is direct result of misuse/abuse of the product.